Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: review of the black box revealed records begin (B)(6) 2017; records from the date of the alleged event had been overwritten due to continued patient use. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there was a history settings/inaccurate delivery issue. The patient allegedly has a blood glucose of 400-500 mg/dl. The caller was unable to complete troubleshooting, and provided no other information. This complaint is being reported because the patient reported hypoglycemia and the pump could not be ruled out as a cause or contributor.